Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that cutter was damaged, impacting performance of the mesher.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the ratchet handle was getting stuck and the comb was damaged. The sliding pin, ratchet gear, and comb were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during sterile processing handle was not ratcheting and would stop half way through process. It was confirmed during testing as the carrier jammed half way through process. No adverse events were reported as a result of this event.